Event description:
It is reported that surgery was delayed when the tm humeral stem was sitting proud and unable to be removed.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.